Event description:
It was observed during the device investigation that the gastrointestinal videoscope exhibited no image (black image). There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the image issue was due to an electrical component problem. Olympus will continue to monitor field performance for this device.